Event description:
The facility representative reported a pump that infused 500ml of an unknown solution during patient use to an unknown patient "over a short time", whereas the setup was 24.4 ml/h over 22 hours. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The reported condition of a pump that "infused 500ml of an unknown solution during patient use to an unknown patient 'over a short time', whereas the setup was 24.4 ml/h over 22 hours" was not confirmed. Therefore, no further correction was made concerning this event.